Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a drawer failure. A field service engineer secured loose rear chassis screws, which had caused the position sensor to fail the diagnostics test during medication removal and realigned the position sensor with the drawer magnet to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer 2.1 cubies were failing and wouldn't open. The customer stated that there was no delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.